Event description:
Circuit breaker was tripping when power was increased to 1 watt. Installation instructions require 20 amp circuit. Equipment was used on 20 amp circuit, however breakers tripped. Upon testing by in-house biomedical engineering dept, it was found that the 20 amp circuit was inadequate. Co then instructed rptr to install a 20 amp long delay style circuit breaker. Parts are ordered and will be installed as soon as they arrive.